Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 826 mg/dl. The customer also experienced nausea, fatigue, dry mouth and frequent urination. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.